Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva pulse ID laser fiber and a zero tip basket were used during a lithotripsy procedure to treat stones in the bladder, performed on (B)(6) 2022. The laser unit used was a lumenis pulse 100 h laser console with laser settings of 0.6 joules, 6 hertz and 4 watts. On (B)(6) 2022, five days post procedure, the patient experienced cystitis. She was treated with cephalexin oral for infection and prochlorperazine IV for nausea and the patient's condition was resolved.